Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12242510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, multigravida, parity 3, abortion, umbilical hernia, appendectomy and tubal ligation. On (B)(6)2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection"). The patient was treated with surgery (surgery scheduled for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure date of removal: scheduled. Discrepancy regarding essure removal : have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal) and infection added. Lot number and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12242510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, multigravida, parity 3, abortion, umbilical hernia, appendectomy and tubal ligation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection"). The patient was treated with surgery (surgery scheduled for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure date of removal: scheduled. Discrepancy regarding essure removal: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12242510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, multigravida, parity 3, abortion, umbilical hernia, appendectomy, tubal ligation, abortion and miscarriage. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection"), abdominal pain lower ("lower abdominal pain"), haemorrhage ("blood loss"), allergy to metals ("nickel allergy"), cystitis ("bladder infections"), urinary tract infection (" urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgery scheduled for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, infection, abdominal pain lower, haemorrhage, allergy to metals, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, genital haemorrhage, haemorrhage, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure date of removal: scheduled. Discrepancy regarding essure removal : have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: pfs received- new event nickel allergy, bladder infections, urinary tract infection, vaginal infection was added. Lab data was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female / chronic"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding),"). The patient was treated with surgery (surgery scheduled for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: essure date of removal: scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping). New events: pelvic / abdominal pain , menorrhagia (heavy menstrual bleeding), general abnormal bleeding were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and vaginal prolapse ('vaginal prolapse') in an adult female patient who had essure (ess205) (batch no. 12242510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, multigravida, parity 3, abortion, umbilical hernia, appendectomy, tubal ligation, abortion and miscarriage. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection"), abdominal pain lower ("lower abdominal pain"), haemorrhage ("blood loss"), allergy to metals ("nickel allergy"), cystitis ("bladder infections"), vaginal infection ("vaginal infection"), vaginal prolapse (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with azithromycin (z-pak) and surgery (surgery scheduled for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, infection, abdominal pain lower, haemorrhage, allergy to metals, cystitis, urinary tract infection, vaginal infection, vaginal prolapse and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhage, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure (ess205). The reporter commented: essure date of removal: scheduled. Discrepancy regarding essure removal : have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: pfs received : events "vaginal prolapse,dyspareunia (painful sexual intercourse)" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12242510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, multigravida, parity 3, abortion, umbilical hernia, appendectomy, tubal ligation, abortion and miscarriage. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection"), abdominal pain lower ("lower abdominal pain") and haemorrhage ("blood loss"). The patient was treated with surgery (surgery scheduled for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, infection, abdominal pain lower and haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure date of removal: scheduled. Discrepancy regarding essure removal : have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: plaintiff fact sheet received. Events added from pfs- lower abdominal pain, blood loss. Medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.